Manufacturer narrative:
Additional information was received that the patient was implanted with a competitors device.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo a revision procedure wherein the ipg will be replaced.